Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided two photos for analysis. The complaint of peel-away sheath tabs broken was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator or tissue dilator as this can lead to vessel perforation and bleeding." The IFU also instructs the user, "grasp tabs of peel-away sheath and pull apart, away from catheter, while withdrawing from vessel until sheath splits down its entire length." The customer report of peel-away sheath tabs broken was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported "the top has broken off as we are trying to remove it over the PICC. There was no harm to the patient and although the introducer was able to be removed it was just with difficulty." The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "the top has broken off as we are trying to remove it over the PICC. There was no harm to the patient and although the introducer was able to be removed it was just with difficulty." The patient's condition is reported as fine.